Event description:
It was reported a lead warning occurred for high lead impedance; however, lead impedance data was reviewed and is within normal limits. The patient is reported as having surgery the day prior and it was suspected that cautery and where the grounding pad was placed may have contributed to the warning presenting on the implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).